Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the fridge failed to open due to smart remote manager failure. A field service engineer performed the corrective action on smart remote manager failure and there was no malfunction/defect found from the device. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed, delaying patient care. The customer stated that there was an impact to patient care. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d9, g6, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-jun-2022 to 05-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the smart remote manager failed and could not be accessed. The field service engineer performed corrective action on the smart remote manager to resolve the issue. The system function as intended.

Event description:
It was reported by the customer that a pyxis medstation es remote manager failed, and fridge was inaccessible, which led to a potential delay in patient care. There were no adverse events or injuries reported based on this incident.